Manufacturer narrative:
Load wheel casting on the head section assembly.

Event description:
It was reported by service report that a head section wheel was broken at the wheel mount. No pt involvement or adverse consequences are reported.